Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. The following information was provided by the initial reporter: I have an insyte auto guard 18 ga catheter that shredded at the tip during IV placement.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. The following information was provided by the initial reporter: I have an insyte auto guard 18 ga catheter that shredded at the tip during IV placement.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jan-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 18g x 1.16in insyte autoguard device from lot number 6959380. A gross visual inspection shows a catheter with media indicating that it has been used. Microscopic inspection shows a catheter with a damage that has the v-shape form at the tip. The observed damage is identical to that created when the needle pierces the catheter wall near at the tip giving a spear through. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, this may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear which mitigates the occurrence of this defect. As the returned unit has been removed from the package and handled it is possible that the defects originated due to improper use either during tip adhesion break or during the venipuncture attempt in the clinician environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.